Manufacturer narrative:
Initial submission was inadvertently submitted to the FDA webtrader account.

Event description:
It was reported that a doctor noted at #12 tooth extraction, # 13 implants placed on same day no abcess 50 n torque achieved. Bone material and copios membrane covered both implants. At the two week follow up, the membrane completely dissolved and bone dislodged. No abcess.